Manufacturer narrative:
The manufacturer previously reported receiving information alleging a ventilator inoperative condition occurred and the patient required to be manually ventilated with a resuscitation bag. The patient expired. The ventilator was returned to the manufacturer for evaluation and the customer¿s complaint was confirmed. The vent inop alarm was reproduced. The device was disassembled, and the motor/blower was replaced to address the issue. Additionally, inflow of water was confirmed in the device (airpath form, motor & flow path) during the device disassembly process, however there was no water evidence in the blower. Also, there was no evidence of derailment and damage of airpath form has confirmed. During testing, and after replacement of parts the vent inop alarm cleared. The become aware date, date of event and date received by manufacturer for the initial report is 1/11/2023. Section d and e were also updated on this report.

Manufacturer narrative:
Not returned to manufacturer.

Event description:
The manufacturer received information alleging a ventilator inoperative condition occurred and the patient required to be manually ventilated with a resuscitation bag. The patient expired. The device has not been returned to the manufacturer. At this time, we are unable to confirm the alleged malfunction. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer previously reported receiving information alleging a ventilator inoperative condition occurred and the patient required to be manually ventilated with a resuscitation bag. The patient expired. The ventilator was returned to the manufacturer for evaluation and the customer¿s complaint was confirmed. The device's blower motor was replaced to address the issue. There was evidence of dust and dirt contamination.

Manufacturer narrative:
The manufacturer previously reported receiving information alleging a ventilator inoperative condition occurred and the patient required to be manually ventilated with a resuscitation bag. The patient expired. The ventilator was returned to the manufacturer for evaluation and the customer¿s complaint was confirmed. The device's blower motor was replaced to address the issue. There was evidence of dust and dirt contamination. The manufacturer has confirmed the device has not been returned for evaluation. The device remains in the possession of the police. A follow-up report will be filed if the device is returned to the manufacturer for evaluation.